Manufacturer narrative:
The pacemaker has been returned for analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker displayed low impedance and abnormal threshold measurements. In addition, loss of capture was suspected, however no loss of capture greater than two seconds asystole was reported. A right ventricular lead revision procedure was performed. After the lead was repositioned and the lead was connected to an external threshold analyzer, acceptable lead measurements were obtained. When the lead was connected to this device, similar abnormal measurements were obtained. A decision was made to replace the device. This device was removed and replaced. Post device replacement, measurements were within normal limit. It was thought this device malfunctioned. No adverse patient effects were reported.

Event description:
- -